Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating while on a call with a patient in cardiac arrest, three different sets of the pads said to connect defib pad when they were already connected to the device. There was no report of harm.